Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated the implant for their shoulder (the left side implant) for whatever reason would go haywire. Patient said the implant would go crazy and "shock the snot out of you". Patient said this didn't happen all the time and was random, starting about 2 weeks ago. Agent asked, patient denied any falls and said their settings hadn't changed in probably 10 years. The patient was redirected to their healthcare provider to further address the issue.